Manufacturer narrative:
(B)(4). Conclusion: pre-operative ruptured aneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the endurant was successfully implanted with no evidence of an endoleak. Angiogram of the entire aorta failed to demonstrate extravasation. The patients' pressure dropped after completion of the procedure but before groin closure. The patient expired due to blood loss from an undetermined source.